Manufacturer narrative:
Sensor 3mh06072e6d has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via webform regarding the detachment of the adc device. As a result, the customer was provided fruit juice, sugar, or food by a non-hcp for treatment. No further information was provided. Customer service attempted to contact the customer several times to gain additional details regarding this event, however, all follow up attempts were unsuccessful. There was no report of death or permanent injury associated with this event.